Manufacturer narrative:
The reported event of crm (B)(4) - pi 8100 error code 13-1003-149 file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Attached logs are for a different file ((B)(4)). No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported error code 13-1003-149 occurred on the pump module. After replacing the iui connector, the error code cleared. There was no report of patient harm.